Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex 6.0mm endotracheal tube was in use with a patient at a hospital. The reporter stated during intubation the tube was kinking. Though the user could not see the kink "from the outside", the patient could not be ventilated properly. Therefore, re-intubation was required with a size 7.0mm tube. Upon removal of the first tube, it was noted the reporter could then see the "kinking". No adverse patient effects were reported.

Manufacturer narrative:
Additional information received: the reporter stated that "nothing happened with the patient, they are doing fine." It was also reported that when the health personnel were not able to get air through the tube, it didn't help to apply suction or to tug the tube. However, "they re-laid it without complications".